Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure-breast: unable to observe since it is not related to the device. Double capsule-breast: unable to observe since it is not related to the device. Capsular contracture-breast: unable to observe since it is not related to the device. Crease/ folding of implant-breast: observed, fold creases. Additional observations: one opening assessed as surgical damage. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "explanted textured implant and found to be double encapsulated". Healthcare professional later reported "capsular contracture baker grade iii". Healthcare professional later reported any creases. This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported "explanted textured implant and found to be double encapsulated". Healthcare professional later reported "capsular contracture baker grade iii". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.